Event description:
At the end of the warranty period, the customer decided to let its own biomedical engineers take care of instrument maintenance. Although the manufacturer had accepted to train the customer's biomedical engineers, the customer never showed any definitive interest in this offer, and the manufacturer did not receive any clear cut indication from the customer as to what decision had been made. On the day the incident occurred, a laboratory technician was using the sta analyzer to perform some tests. While the tests were being run, the cuvette carrying shuttle got jammed in its tracks. Without turning off the instrument, the technician attempted to dislodge the jammed shuttle by poking her bare hand into the instrument. While she was doing this, one of the fluid pick-up needles, on its downward movement, hit one of the technician's fingers. The cuvette shuttle jamming must have been due to an excessive dust/debris build-up along the shuttle rails, because of improper and/or inadequate maintenance.